Event description:
Pt had endovascular repair of aortic aneurysm 24 hours prior. Has a small iliac artery on left side. Used solopath sheath which has a balloon dilator with an introducer sheath. Postop has decreased pulses in left foot with no return of pulse. Abi showed decreased flow with suspicious near occlusion of the popliteal artery. To operating room, exploration and foreign body removed which is a broken piece of the tip of the catheter.